Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) will not be receiving the tip cover accessory as it was discarded by the user. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: the site allegedly had an arcing event involving the tip cover accessory that was used with the monopolar curved scissors instrument. At this time it is unknown if the arcing event was due to a product issue or if it was due to user mishandling/misuse.

Event description:
It was reported that during a da vinci surgical procedure, the customer observed arcing inside the patient. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.